Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode was noted on the device due to undersensing. A noise was also noted on the session records. The noise did not appear to be electromagnetic interference (emi). Poor electrode contact in the pocket was suspected. A programming change was made. The patient was stable and will continue to be monitored.